Event description:
Chair being sent back to top end to insert helicoils in the front frame. Caster headtubes have stripped.

Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Chair being sent back to top end to insert helicoils in the front frame. Caster headtubes have stripped.

Manufacturer narrative:
Product returned and evaluated. Invacare (B)(4) evaluated and found that the frame issue was they helicoils needed to be replaced and they in turn shipped them to top end for rework.